Event description:
Reportedly, on (B)(6) 2025, the device is stuck on "just a moment".

Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event as the message "just a moment" is displayed on the screen. After a few times and reboots, the issue was resolved. The main hypothesis is that a hardware failure is responsible for the reported event. The main origin of the reported event could not be clearly established. This case is retained and utilized for trend purposes.